Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the device's flow sensor assembly was replaced due to flow sensor assembly was observed to have broken. The device's front panel/keypad led board was replaced due to button was pressed, which was not related to the malfunction/issue. The device's technician repair test, alarm checking, battery checking, run testing, and cleaning, and software version was checked.